Event description:
The user facility reported a 34-year-old female was implanted with an impella rp device for mechanical circulatory support. While on support, high purge pressure alarms occurred for the past two days without resolving. The clinician already changed the cassette and will try tissue plasminogen activator (tpa) for the purge system. It was further reported that the impella rp flex pump had stopped alarms. Numerous attempts to restart were unsuccessful. The patient was hemodynamically stable and the left sided impella 5.5 support was unchanged and operating well. The impella rp flex pump was removed and a new one was inserted. Once the device was removed, a clot burden was noted in the outlet cage of the device. A pulmonary artery catheter was attempted in the left internal jugular to assess cardiac need for replacement. Unfortunately, a clot was found in the left internal jugular. The right internal jugular was accessed and premature atrial contractions (pac) were successfully placed. The right heart filling pressures were normal. The decision was made to not place a new impella rp flex device. The patient was also noted to be on bivalirudin for systemic anticoagulation due to possible heparin-induced thrombocytopenia (hit) exposure.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿